Manufacturer narrative:
The eversense sensor was removed successfully during the second removal attempt.

Event description:
On (B)(4) 2019, senseonics was made aware of an instance where the physician could not remove the eversense sensor on the first attempt. The patient was asked to revisit the healthcare facility for a second removal attempt.